Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and checked that system was not booting up. Upon troubleshooting fse found that host pc has no 5 or 12 vdc. Fse replaced the host pc and reloaded software and replaced os disk, reloaded software, and downloaded board software. Due to an error encountered during the restoration of the ghost image, the fse manually reloaded the software onto the system. To resolve the problem, fse installed the extension board spc4 and calibrated all necessary adjustments and return the part for further analysis and unit failed to power on and the failure component is power supply and for extension board was no failure found. After the repaired was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.